Event description:
On february 13, 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter had displayed an unknown message. The pt tests her blood glucose twice a day. She tests before breakfast and bedtime. She manages her diabetes by taking set dosages of metformin at 10:00 am each day and before bedtime. On an unspecified date the month prior, the pt attempted to test her blood glucose around 8:00-8:30 am but was unsuccessful due to an unknown message that appeared on the device's display. The pt did not take any actions related to diabetes treatment after seeing the message. About 1.0-1.5 hours later, the pt claimed that she developed symptoms of shakiness. The pt administered self-treatment at that point by eating breakfast. The self-care helped to relieve her symptoms. The pt eats breakfast everyday but does not have a set time as to what time she eats the meal. The meter, test strips and control solutions were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia an hour to and hour and a half after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.